Manufacturer narrative:
(B)(4). Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6179693, medical device expiration date: 2017-12-31, device manufacture date: 2016-06-27. Medical device lot #: 6187868, medical device expiration date: 2017-12-31,  device manufacture date: 2016-07-05/ investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for erroneous results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there were erroneous results while using bd vacutainer® sst¿ ii advance tubes. There was no report of exposure, serious injury or medical intervention.